Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin flow block alarm. The customer¿s blood glucose level was 300 mg/dl. The customer reported that after troubleshooting the insulin exited at the fill tubing but the insulin pump alarmed again. Customer states they are able to assemble a new infusion set and reservoir. It was reported that the insulin did not exit. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted during testing. Device functioning properly during testing. Device received with missing display window cover and cracked case(battery tube). (B)(4).